Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device inflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced product performance issues with the device since implantation, as it was not able to inflate as expected. Upon clinical examination, visual and palpative analysis was carried out and it was noted that the pump bulb stayed flat. It was decided to perform a device replacement surgery, therefore, all components of the ipp were explanted and replaced with a new device. No additional patient complications were reported.